Event description:
It was reported following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. The pt was being treated for myocardial infarction. A pre-deployment angiogram found no anomalies at the left common femoral artery (cfa) puncture site and the vessel lumen diameter was 5 mm. The angio-seal was deployed and hemostasis was achieved. Twenty hours post procedure, the pt developed a 15 cm sized hematoma when he ambulated. Manual compression was applied. The hemoglobin level dropped from 10.5g/dl before the event to 9.4g/dl after the event. Four days following the initial procedure the hematoma was confirmed as a hematoma and not an aneurysm. The pt's hemoglobin level will be followed and treatment is yet to be determined. The pt's hospital stay was extended due to this event. The pt was given heparin, aspirin and ticlopidine (dose and dosing period unk). The physician was in the angio-seal training process (this was his fourth case).

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.